Event description:
It was reported that the health care professional (hcp) called for review of a stored signal artifact monitor (sam) episode. Technical services reviewed and found the implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing. Additionally, there was a drop in pacing lead impedances shock lead impedance measurements. It was noted that heart logic index has continued to rise. Ts informed the noise and oversensing looked procedural liked. At this time, the device remains in service. No adverse patient effects were reported.